Event description:
Hamilton medical ag received the following event description: quatation from the reporter: "the c1 enter to ambiant mode during a ventilation." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation ongoing.